Manufacturer narrative:
Device passed self test and displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin. Assisted with performing a self test and pump error occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.